Event description:
It was reported that the area around the stimulator was extremely sensitive and warm to the touch. It was also reported that the stimulator got hot when it was operating and during especially hot during recharging. It hurt the skin to the point the patient kept the device turned off. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.